Event description:
Journal article "description of two cases of anaplastic large cell lymphoma associated with a breast implant" reports "a replacement of implants following intracapsular rupture". The device has been removed. This record relates to the left device.

Manufacturer narrative:
Article citation: "description of two cases of anaplastic large cell lymphoma associated with a breast implant" crèvecoeur, julie & jossa, véronique & somja, joan & parmentier, jean-claude & nizet, jean-luc & crèvecoeur, andré. (2019); case reports in radiology. 2019. 1-6. 10.1155/2019/6137198. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article "description of two cases of anaplastic large cell lymphoma associated with a breast implant" reports "a replacement of implants following intracapsular rupture". The device has been removed. This record relates to the left device.